Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was reported by the hospital. No information has been received regarding the service measure or if any part was replaced. No new events on this ventilator have been reported until this date. Evaluations of the received device logs show no matching event on the reported event day. Between january 21, at 14:01 and 16:05, several alarms for low o2 concentration were generated. A pre-use check was confirmed to be successful prior to this ventilation period. As no goods were returned for investigation and no information regarding the service measures, the cause of the reported failure could not be determined.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. (B)(4).